Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 371 mg/dl and a correction bolus was delivered to address the bg level. Tandem technical support had the customer perform a system check and the occlusion appeared to be within the infusion set tubing. However, the customer was using apidra within the cartridge. The customer indicated that the type of insulin used was to be discussed with a healthcare provider.